Event description:
The device was damaged during the surgery. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: this report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device is an impactor from a knee attune orthokit which is a device of other operating company and is reported under manufacturer's report number 1818910-2022-05353.